Event description:
The initial reporter questioned results for urine albt2 tina-quant albumin gen.2 and hba1c for an unspecified number of patient samples tested on a cobas 8000 c 502 module. Discrepant results were provided for 1 patient sample tested for hba1c. The initial result was 28.73 mmol/mol. The sample was repeated twice with results of 33.93 mmol/mol and 34.00 mmol/mol.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. Several sample probe alarms were observed in the alarm trace data. Calibration data showed errors. The field service engineer (fse) adjusted the sample probe. The investigation is ongoing.

Manufacturer narrative:
Discrepant results were provided for 2 additional patient samples (patient 2 and patient 3) tested for either urine albt2 or hba1c. On (B)(6) 2024 patient 2 initial hba1c result was 26.73 mmol/mol. The sample was repeated twice with results of 33.2 mmol/mol and 33.03 mmol/mol. On (B)(6) 2024 patient 3 initial urine albt2 result was 24.5 mg/l. The sample was repeated twice with results of 10.2 mg/l and 11 mg/l. The field service engineer (fse) found water in the reaction cells. The fse replaced several vacuum valves and refreshed the entire vacuum system. The instrument was operating within specification. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The service actions resolved the issue.